Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an associated lead revision procedure, it was noted that the atrial lead dislodged. The lead was explanted and replaced. The patient was well following the procedure.